Manufacturer narrative:
The insulin pump was received with constant no motor movement error alarm during rewinding due to moisture damage on motor assembly. Unit had cracked battery tube threads and cracked case at corner of the belt clip rails. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the device was cracked. Customer's blood glucose was unknown. Customer agreed to return the device for analysis.